Event description:
It was reported that the patient told the physician he wanted a rechargeable implantable neurostimulator (ins) when he was implanted in 2011. The device he received "did not hold a charge" and did not help with the patient's pain. A year later, the physician implanted a rechargeable ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v603270, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v660238, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).